Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') in an adult female patient who had essure (batch no. 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital bleeding, vaginal discharge, migraine, headache and left lower quadrant pain. Concomitant products included norethisterone (micronor) since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6)\7009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was then placed without difficulty into the left tubal ostia with a total of 8 rings extruding from the ostia at the end of the procedure. Right tubal ostia was then identified and then cannulized with the essure device in a similar fashion to the right with a total of 2 rings . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') in an adult female patient who had essure (batch no. 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital bleeding, vaginal discharge, migraine, headache and left lower quadrant pain. Concomitant products included norethisterone (micronor) since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was then placed without difficulty into the left tubal ostia with a total of 8 rings extruding from the ostia at the end of the procedure. Right tubal ostia was then identified and then cannulized with the essure device in a similar fashion to the right with a total of 2 rings . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-jun-2019: new pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, did not undergo confirmation test were added. Outcome for pelvic pain added. Removal details added. Concomitant conditions and drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.